Manufacturer narrative:
The evaluation of received information showed that this event is a duplicate. This was service repair for the event that was reported with MDR access #:8010042-2020-00917. Please see follow-up #:01 in report with MDR access #:8010042-2020-00917 for the investigation results and codes of the event. The date of event is considered the same and determined as (B)(6) 2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a technical failure in the o2 gas module. There was no patient harm. Manufacturer's ref #: (B)(4).